Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lung resection procedure, the device did not stapler or cut completely. No further information is available. Case was completed by overstitching. There was no patient consequence.